Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), product description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients contact had high impedance. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description : precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients contact had high impedance. The patient will undergo lead replacement procedure.